Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 3 of 4. The home patient (hp) stated she was still connected to the hc. The technical service representative (tsr) advised the hp cycle power and a system error 2367 occurred. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp stated she did not notice any visible damage or abnormalities with the cassette that was in use. She stated she did not know what may have caused the alarm to occur. The hp did notify her nurse of the alarm and advised that she was able to resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was not available; therefore, the reported condition could not be confirmed and the cause was undetermined. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.